Event description:
It was reported that the patient had one spectra cylinder removed due to distal erosion. No new components were implanted. No additional patient complications were reported in relation to this event.